Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged with an alternate iol in a secondary procedure due to mal positioned iol. The patient could not tolerate rings. Additional info has been requested.

Manufacturer narrative:
The lens was returned in a specimen cup with a surgical sponge. Solution was dried on the lens. The lens was cut into piece, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the lens/company delivery system combination indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the company diopter, add power +2.2 & 3.2 lens model was replaced with a non-company lens. The specific model and diopter was not provided. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).